Event description:
It was reported that the pump malfunctioned, with no notable events occurring beforehand. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl. The customer reported at least three occurrences of the same malfunction, and technical support decided to replace the pump. The customer was informed about the replacement pump with updated software and the associated training available through their tandem source account. They were instructed to return the faulty pump within 10 days using a pre-paid shipping label.